Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, the pump touch screen was unresponsive. Reportedly, the customer declined troubleshooting. There was no impact to the customer¿s blood glucose.